Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: myosure controller:sn# unknown and myosure hysteroscope: sn# unknown. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal (exact date unknown) and the physician perforated the patient. It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.